Manufacturer narrative:
One sample was available at the plant for evaluation. Visual inspection revealed that the tube had disconnected from the chamber. The most probable root cause may be attributed to lack of solvent application during the manual assembly of the junction. It is to be stated that this product code is no longer being manufactured and is obsolete. This code has become obsolete. However tier ii CAPA (B)(4) has been launched to investigate. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. (B)(4).

Event description:
It was reported that infusion set (B)(4) lot 07k09v500, that the tubing was detached from the chamber. The reported condition occurred during filling with nacl infusion liquid. The reported condition occurred while the patient was connected. The set was connected to a baxter pump. No patient injury or medical intervention had been reported related to this report.